Event description:
It was reported that there was no luer lock on the amvisc syringe. As a result, while injecting the product into the anterior chamber, the cannula became dislodged from the syringe. There was no patient injury reported. Additional information has been requested, but has not been received.

Manufacturer narrative:
The amvisc device was not returned for evaluation. Also, the lot number of the device was not provided. Therefore, a product evaluation or device history records (DHR) review could not be performed.